Event description:
It was reported that this was an rsa for cta performed on unknown date. Unknown defect occurred. We are confirming about details. The surgeon speculated that the glenosphere was not properly installed. There was no surgical delay. No further information is available. Additional event information: it was reported that this was rsa performed on (B)(6) 2022, with the implant in question. Less than two years after the surgery, the implant in question was dislodged and fractured. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.